Event description:
The recipient reportedly experienced a skin flap infection and device extrusion. On (B)(6) 2016, the recipient was treated with clavulanic amoxicillin, ciprofloxacin, and clarithromycin for 4 weeks. On (B)(6) 2017, the recipient was hospitalized and underwent repositioning surgery. The device is functioning.

Manufacturer narrative:
The recipient is reportedly experiencing some drainage and a granuloma at the implant site. The recipient is being treated with orbenin. The recipient's granuloma is improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's granuloma has reportedly gotten worse. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). The recipient is reportedly healed. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's skin was reportedly necrotizing. The recipient's device was explanted.